Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that an cre pro wireguided dilatation balloon was used during a procedure performed on (B)(6) 2026. During the procedure, the balloon exploded. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient's condition was expected to be fully recovered.